Manufacturer narrative:
New information: d8, d9 device available for evaluation, date returned to mfg., h3 device evaluated by mfg., h3 device returned to mfg., h4, h6, h10. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found water leakage from the camera cable and image interruption. Based on the results of the investigation, it is likely that the following led to the malfunction: since the camera cable was damaged and leaking water, and the images were interrupted, there was a possibility that the internal charge coupled device (ccd) had failed. Therefore, normal communication was not possible and for a failure occurred. The cause of the damaged cable could not be identified with the information obtained from this complaint and the investigation results. The cause of the water leakage from the camera cable and image interruption was likely due to the damaged cable, making it impossible to keep it airtight, and moisture is likely to have entered the inside of the camera cable. As a result, the internal ccd failed and could not communicate normally, leading to the occurrence of image interruption. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): focus failure is occurring. IFU applicable area. Inspection of the focus and zoom control switches, [warning]: inspect all focus control switches and zoom control switches and confirm that they work properly even if they are not expected to be used. The endoscopic image may freeze, or other irregularities may occur during examination and may cause patient injury, bleeding, and/or perforation. Focus failure occurring and broken wire in the camera cable IFU applicable area important information ¿ please read before use precautions for disappeared or frozen endoscopic image, [warning]: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Image interruption IFU applicable area. Precautions for disappeared or frozen endoscopic image. Important information ¿ please read before use, [warning], ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had poor focus. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the camera head had poor focus. The procedure was completed using a similar device. There were no reports of patient harm.